Manufacturer narrative:
(B)(4).

Event description:
The patient reported that last week she went into 4 different stores and set off the security alarms in all of them. The patient stated she went to (B)(6) yesterday and set the alarm off. The patient has had no therapy changes since these events. The patient stated she called the doctor's office but they had no idea how to address the issue. The patient called the representative and the representative suggested that the stores changed their security frequency. The patient stated event 1 was in (B)(6) 2016 she set off 4 different store security alarms while going in and coming out and event 2 was yesterday (B)(6) 2016 she went to (B)(6) store and set off the security going in and out. There was no symptom reported in regards to this event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. .a follow-up report will be sent if additional information becomes available.